Manufacturer narrative:
Product evaluation found that the lens was returned dry, in the lens container, with fiber material on the lens surface. Visual inspection found the haptic and optic torn. Patient weight-unk. PMA 510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -2.0/1.0/120 diopter, into the patient's left eye (os). This was performed on (B)(6) 2016. During injection/delivery into the eye, the physician noticed the lens was torn/broke. The lens was then explanted. As of the date of MDR submission, the lens has been returned and evaluated.